Event description:
It was reported that the previously working external pulse generator would no longer turn on, even with new batteries. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the device would no longer turn on and it was noted that the red battery wire was pulled from the connector, and that the black battery wire was pinched and that at the crimp the wire was showing. Analysis also noted that the hanger assembly was broken, that the display wire insulation was pinched but the wire insulation was not compromised and that the encoder nuts were not torqued to specification. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.